Event description:
It was reported that the patient's device was "not working well," so he increased the "intensity" to between 6 and 7, though the exact amplitude was unknown. He then felt "shocking in his legs and body." He lowered the device to between 5 and 6 and was able to sleep well though the night prior to the report. However, it was noted that he was "shaky" and he couldn't walk. Two days later, it was reported that the patient had a loss of therapeutic effect during the night, specifically the night prior to the report. It was stated that the patient checked his device and had to turn down the stimulation because the therapy was too strong. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the health care provider reported that the cause of the event was the patient's history of peripheral neuropathy and lumbar radiculopathy. It was stated that abnormal impedance measurements were "turned off". It was unclear what this meant. It was unknown if the implantable neurostimulator (ins) was the issue. It was also unknown if the lead or extensions were the issue. No surgical intervention has occurred. The patient was not hospitalized. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va024gq, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).